Event description:
It was reported that the patient¿s first implantable neurostimulator (ins) was replaced because something happened to the wires and the system had to be replaced. The system had been implanted for 5 years.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(6), implanted: 2004-(B)(6), explanted: 2009-(B)(6), product type extension, product ID 3093-28, lot# j0349297v, implanted: 2004-(B)(6), explanted: 2009-(B)(6), product type lead. (B)(4).